Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the clip would not come out of the sheath. The case was completed with another resolution clip device with no patient complications. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Product was inspected when received. Upon investigation it was noticed that there was a kink near the handle. There were also kinks in the oversheath. The clip assembly was located inside the oversheath. When the oversheath was pulled back to expose the clip assembly, resistance was felt at the kinked parts of the oversheath, but it was still able to expose the clip assembly and deploy as designed. The most probable root cause has been determined to be operational context. As evident by the kink in the control wire, the design limits of the device may have been exceeded due to the anatomical and/or procedural factors encountered during the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).